Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The patient has not responded to our requests for additional information. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the adverse reaction section lists fistula formation as a possible complication. The review of the manufacturing records is in process; a supplemental MDR will be sent when complete to document the findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (B)(4): "about 3 yrs post umbilical hernia repair, with bard's ventralex hernia patch (lg circle with strap lot# huwa0561), I developed what appeared to be cellulitis on my abdomen. Upon going to the emergency room and having a cat scan completed, I was told that a fistula had developed that would need surgical repair. Post op the surgeon informed me that I had 2 small bowel perforations that required 2 "ser." Also due to the infection, my abdominal incision was unable to be closed. I was discharged 9 days later with a wound vac to help close my abdominal wall."

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected: to adverse event.

Manufacturer narrative:
This is an addendum to the initial MDR to document that the review of the manufacturing records has been completed. The review found that the lot was manufactured to specification. The review does not change the findings reported in the initial MDR.